Manufacturer narrative:
(B)(4). Device not being returned.

Event description:
It was reported via an eqr report. Symptom: on patient (op). During use, water retained in driveline tubing and no water was collected in condensation bottle. Also, "drain failure" alarm showed on the monitor. The physician replaced with a new intra-aortic balloon (iab) catheter, and same issues happened again. Confirmed that it was a pump issue. Actions: cemma engineer tested the pump with simulator (model 2001 universal simulator, iat-00201 and load simulator, iat-00025), and the pump works normally. However, when using with catheter inserted into patient, water retained in driveline tubing and "drain failure" alarm showed again.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device therefore the reported complaint of iab driveline problem is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via an eqr report. Symptom: on patient (op). During use, water retained in driveline tubing and no water was collected in condensation bottle. Also, "drain failure" alarm showed on the monitor. The physician replaced with a new intra-aortic balloon (iab) catheter, and same issues happened again. Confirmed that it was a pump issue. Actions: cemma engineer tested the pump with simulator (model 2001 universal simulator, iat-00201 and load simulator, iat-00025), and the pump works normally. However, when using with catheter inserted into patient, water retained in driveline tubing and "drain failure" alarm showed again.